Manufacturer narrative:
Two pt's samples were provided to mts for further evaluation. The samples demonstrate very weak, nonspecific antibodies. The reactivity of these samples is variable in both manual and provue testing.

Event description:
The customer reported false negative results with three samples while performing antibody screen testing on the ortho provue analyzer.